Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis bus initialization failure was caused by a temporary software hang during reboot. The field service engineer performed a manual power cycle, rebooted the station, and verified functionality through the hardware test application. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 integrated main device kept rebooting and was frozen on the windows desktop screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.